Event description:
On (B)(6) 2010, patient reported he has 3 insulin cartridges that have leaked insulin consecutively starting from the end of february. Patient stated that when he noticed the 1st cartridge, he quickly poured out the insulin that had accumulated in the cartridge chamber. Patient reported it was about a 1/4 of an inch full of insulin. Patient reported he used a cotton swab to dry the interior of the infusion device's cartridge chamber. Patient stated he noticed a little insulin still below the piston rod so he used a blow dryer to lightly dry that. Patient reported the 2nd cartridge leaked after about 2 days of use. He stated he inserted a 3rd cartridge and stated that again he could see small droplets coming from the bottom of his current cartridge. Patient reported he is inserting the cartridge and tightening the cartridge directly onto the piston rod. Advised he first attach the infusion adapter and infusion tubing to the cartridge, then drop the cartridge into the infusion device, and tighten only the adapter. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the suspect product for evaluation.